Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 6943-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) wavelet discriminated ventricular tachycardia (vt) as supra ventricular tachycardia (svt) during one brief episode. The device remains in use. No patient complications have been reported as a result of this event.